Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
In literature study article, an other healthcare professional reported that sudden fracture of the flared titanium tip was noted while attempting chopping during phacoemulsification in left eye for senile cataract with nuclear sclerosis grade 4 using standard 20 gauge aspiration bypass system (abs) phacoemulsification tip. The broken end was removed while still inside the silicon sleeve. There was no damage to ocular tissues. Anterior chamber was examined thoroughly under operating microscope and no broken piece was seen. This was confirmed by opposing the broken ends of the tip under the microscope, which matched perfectly without any broken piece. The surgery was completed using a new tip without further complications. The phacoemulsification tip showed a smooth break in both the ends with crack around the abs microhole under the electron microscopy. The abs microhole may have been the site of weakness leading to cracking and fracture of phaco tip.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report; however the attached customer pictures confirms the reported issue of a broken phaco tip. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The report of phaco tip broken is confirmed based on the pictures attached. However; because a sample was not received at the manufacturing site and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The exact root cause for the broken phaco tip is unknown; therefore specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the broken phaco tip exhibited on the returned opened sample, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).